Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker exhibited episodes of atrial noise with noise reversion. The noise was believed to be external. No device intervention was performed and the patient will be monitored. The patient was stable.